Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture. The lead was being used off label as it was plugged into the atrial port of the device. The physician elected to surgically abandon and replace the lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.